Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise episodes. Programming changes were discussed but not made. There were no patient consequences.